Manufacturer narrative:
The insulin pump was received with an unresponsive buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 163mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.